Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on february 27, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site. This report is submitted on january 22, 2024.

Event description:
Per the clinic, the patient experienced swelling at the implant site and subsequently was prescribed oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on december 22, 2023.